Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of mechanical issue was confirmed via product analysis. Based on the results of this investigation, no escalation is required. The ams700 ipp cylinders were visually inspected. Both cylinders had a large cut/damage in the cylinder body that was result of sharp instrument damage. A large hole was present. Both cylinders were not functionally tested due to the large hole identified in the cylinder bodies. Cylinder 2 had a hole in the proximal cylinder body which also was the result of sharp instrument damage. The ams 700 momentary squeeze (ms) pump was visually inspected. Pump has a large cut/damage in the pump bulb that was result of sharp instrument damage; large hole was present. Pump was not functional test due to large hole.

Event description:
It was reported that patient underwent a surgical procedure to implant a new inflatable penile prosthesis (ipp) due device was malfunctioning. A new ambicor penile prosthesis (app) was implanted. No information about the patient outcome is available at the moment.